Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that after an hour of delivering therapy, user noticed a burning smell coming from the arctic sun device. They confirmed with a couple of people and determined that it was getting worse, so they turned the device off. Per follow up information received on 13may2022, there was no patient injury, and the device was currently being repaired. Per follow up information received on 16may2022, therapy was not completed on the same device. The device was turned off and disconnected when they smelt burning. Per additional information received on 17may2022, as soon as the arctic sun device was turned on, user get a red alarm ¿system failed to start¿ . The device was powered down, then power back up to retry.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the reported issue could not be reproduced and no evidence of occurrence was found. The device was visually inspected and the biomed smelled around the electrical components upon receipt. DHR is not required as this is not an out-of-box failure as it is unconfirmed. The reported event is unconfirmed, labeling/packaging review is not required. The actual/suspected device was inspected.

Event description:
It was reported that after an hour of delivering therapy, user noticed a burning smell coming from the arctic sun device. They confirmed with a couple of people and determined that it was getting worse, so they turned the device off. Per follow up information received on 13may2022, there was no patient injury, and the device was currently being repaired. Per follow up information received on 16may2022, therapy was not completed on the same device. The device was turned off and disconnected when they smelt burning. Per additional information received on 17may2022, as soon as the arctic sun device was turned on, user get a red alarm ¿system failed to start¿ . The device was powered down, then power back up to retry.